Manufacturer narrative:
(B)(4) (zipper damage). Evaluation: results - evaluation for the returned product shows that the panel side a: zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer claims that the side panel has zipper damage. The teeth do not connect when the zipper is closed and there are tears on the netting. There was no pt contact reported.